Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that the patient faced infusion sets needle issues on (B)(6) 2026. The issue occured with 2 infusion sets. The spring detached from outer ring of inserter prior to insertion. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.